Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to confirm the issue and will sent a request for the main electronics assembly to be shipped to the customer under warranty. The root cause was determined due a most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files shows that alarm 401 was triggered 14 times along with alarm 316-blower failure between 9/06-11/06 and warning log entry- warning / nt refpointsearch, offset: 0, elapsed: 5121, timeout: 0, error: 4, extrap pt [stp]: 300, leakflow [m^3/s]: 0, pressure [pa]: 11, debuginfo1: 0, debuginfo2: 0 (occurence count: 1). Vyaire medical informed the customer to take a screenshot of adc screen without connecting the circuit and red tube and perform the blower test as per attached instructions on 25%,30%, 35% blower voltage, take the screen shot of each setting. Perform the inspiration valve test as per attached instructions, after point no.12, set the blower off, and continue to follow instructions from point no.13-16, take the screenshots and send the logs file. Update the software and perform the calibration of photonic o2 sensor as per attached instructions, download and send the log files. Vyaire medical has requested that the cs team deliver the main electronics assembly replacement to the customer under warranty. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm 401-inspiration valve or device leaky. Furthermore, there was no patient involvement associated with the reported event.